Event description:
A pt's son contacted zoll customer support to report several adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon eval, the belt was experiencing ECG falloff failures. Upon removing the distribution node (dn) cover the ECG signal returned to normal. The likely cause for the falloff failures was an intermittent pinched +5v or -5v wire. The root cause of the intermittent pinched wire cannot be positively identified. No adverse event resulted from the damaged belt. The patient received a replacement electrode belt.